Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. There was no insulin coming through the tubing and they had to change the infusion set. He saw his health care professional and was advised he needed a new insulin pump. The customer¿s blood glucose level during the incident was unknown. The customer¿s current blood glucose level was 580 mg/dl which they treated with a manual injection. The customer had symptoms of pain all over their neck and abdominal. The customer had also experienced a high blood glucose level of 465 mg/dl. Troubleshooting was performed on the insulin pump and insulin exited. It was noted that they had air bubbles in the reservoir and was tapping them out. The insulin pump passed the high-pressure test. The device will not be returned for analysis.